Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) and battery sn (B)(4) has been completed. The reported problem (recharger not powering up properly, battery faults) was confirmed. Upon investigation the charger/modem was resetting and unable to recognize and charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board and contamination on the battery charger pca. The cause for the contamination was ingress of an unknown liquid. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. As received, the battery pack would not charge. Upon evaluation, the battery connector was damaged. The cause of the non-functional battery pack is the damaged connector. The root cause of the damaged connector is physical abuse. Battery charger/modem sn (B)(4) mfg. Date: 03/24/2015; battery sn (B)(4) mfg. Date: 11/04/2014. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger/modem was not powering up properly and that a battery was causing faults.